Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient delivered 3.5 units of insulin based on a blood glucose result of 300 mg/dl. After one hour, the blood glucose level was 290 mg/dl. This occurred twice.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.